Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: vial 1 level 1 ¿ 44, 44, 45 mg/dl, level 2 ¿ 303, 301, 298 mg/dl. Vial 2 level 1 ¿ 44, 44, 45 mg/dl, level 2 ¿ 294, 301, 298 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
During investigations of the customer's returned test strips, an error "e-4" was encountered for one test strip. Further investigation of the test strip identified a scratch on the electrode under the spacer layer. This scratch is caused during the manufacturing process. This type of scratch is caused by the buildup of debris at the coat head during the coat and dry process. A strip will not be recognized by the meter when there is an open circuit or lack of continuity between circuits. A strip will give an error before dosing (e-1), error after dosing (e-4) or will not be recognized by the meter when there is an open circuit or lack of continuity in the ablated electrode circuitry on the strip. Medwatch fields d10 and h3 have been updated

Manufacturer narrative:
Successful qc was completed the day before the comparison results (11-mar-2020). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 8:27 a.m. The result was 53 mg/dl. At 8:31 a.m. The result was 120 mg/dl. At 8:34 a.m. The result was 143 mg/dl.